Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR) was conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. A definitive root cause could not be identified. However, based on the results of the investigation, it is believed that the reported event occurred due to one of the following: damage to the output connector due to abrasion or unexpected physical impact during the time of connection. Age deterioration caused by long-term repeated use of the device. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user report was confirmed as the device had a loose scope socket on the video connector. Consequently, the connection was not secure with any paddles. All of the paddles were loose and disconnected when slightly moved which caused noise or a loss of image. Additionally, the receptacle board needed to be replaced. If additional information becomes available following device evaluation, a supplemental report will be filed.

Event description:
As reported, the evis exera iii video system center's scope connector in the front of the unit is damaged and needs to be replaced. There was no patient harm or consequence reported as a result of this event.